Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement, the physician used a cook tracer hybrid wire guide. After the stent was deployed in the pt, the stent sheared off approx 2 cm of the distal end of the wire guide. The wire guide was successfully removed, however, the outer coating remains between the stent and wall of the bile duct. An attempt to remove the coating was unsuccessful. The pt was reported to be in stable condition. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. The distal tip of the wire guide remains intact. The total length of the slip coat measured 25.9 cm from the proximal end to the distal end of the slip coat tip. This is within the specification. Approx 20 cm from the distal tip of the wire guide, a section from the middle, approx 6.2 cm of the slip coating is missing. The total length of the wire guide measures 213.7 cm. The manufactured length of the wire guide is 480 cm. The proximal end of the wire guide appears to have been cut removing approx 266.3 cm. Due to the condition of the returned device, a full eval could not be completed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions, such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. One possible cause that could have contributed to this report could be using this device as a short wire and being left in place during deployment of the stent. The wire guide was received cut to a shorter wire guide length. If the wire guide was used for a short wire exchange and left in place, then that use would be against the instructions for use. For short wire exchange the instructions for use for the (B)(4) states, "once stent delivery sys is in correct position for deployment, loosen cap on proximal end of y-body. Unlock wire guide from wire guide locking device and completely remove wire guide from device." Once this is completed, then begin deployment of the stent. Prior to distribution, all wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.